Event description:
It was reported to boston scientific in 2007, that a hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) two days prior. According to the complainant, "the tip end is defective. [The physician noticed a]... Rough area at the tip." The physician completed the procedure with another hydratome rx sphincterotome . No complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure.

Manufacturer narrative:
(Rough area at the tip) a visual examination of the returned device confirmed the reported event. The returned unit revealed that the distal tip was split and the last 2 millimeters of the tip was jagged. Although the exact cause can not be determined, this damage is indicative to handling damage. A review of the device history record for the pertinent lot was performed; no anomalies were noted.